Manufacturer narrative:
Submit date 2017-10-13. Based on additional information from the initial reporter on 2017-10-12. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump had erratic output or not accurate. The customer stated the volume to be infused was 10ml at 100ml/hr, in 6 minutes the pump infused in excess of 11ml, 11.5-12.5ml in 6 minutes. No adverse patient outcome, no medical intervention required.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit was not delivering the accurate volume. The unit was triaged and the reported issue could not be confirmed. During testing the volume delivered was within accuracy limits. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump had erratic output or not accurate.